Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime/compromised force sensor system, and excessive no delivery test. However, the pump was received with a motor error alarm during the occlusion test due to a faulty force sensor resistor (gold). The motor passed the motor test. The pump was also received with a cracked reservoir tube lip, a scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had a problem setting the bolus and the lcd screen was scratched up to the point where he cannot read the information. Customer stated that he tries to deliver insulin and has an issue with overbolusing because he can't read the screen. Customer's blood glucose was 42 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.